Event description:
During testing at the user facility, it was noted that the device door roller pin was broken. Prior to testing, the device had been returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays or critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.